Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. A review of the logs and the in-house system confirmed the instrument usage. The instrument was not expired as noted in the initial allegation. Additional observations not reported by the site were also identified: the instrument was found to have a segment of the conductor wire dislodged from the conductor cap and it was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap was properly seated within the distal clevis as the hook moved in yaw. The conductor wire was observed to have damaged insulation and the internal conductor wires appeared to be exposed. The instrument was also found to have thermal damage on the monopolar yaw pulley, likely caused by the conductor wire insulation damage. Root cause of the failures are attributed to a component failure. A review of the instrument log of the permanent cautery hook (part # 420183-15/ lot # n10200713-982) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 4th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because failure analysis found the conductor wire to have damaged insulation and the internal conductor wires appeared to be exposed. The instrument was also found to have thermal damage on the monopolar yaw pulley, likely caused by the conductor wire insulation damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implanted date is not applicable because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a permanent cautery hook instrument expired prematurely. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information about the complaint: she was told the instrument ran out of lives prematurely. The surgical team did not mention that there was any patient harm or if any fragments fell into the patient. She believes no fragments fell and there was no patient injury, but that information was not provided to her. She did not have any patient-related information.